Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) randomly releases the lifeband (lot #unknown) and sometimes it will not release the lifeband. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided. Please see the following related MFR report: MFR 3010617000-2022-00059 for the autopulse platform (sn (B)(4)).